Event description:
It was reported that failure code 63 was noticed in a flogard infusion. It is unknown when the reported condition was occurred. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated at customer site. According to the alarm history review, there was no evidence of the reported problem. No defect was observed during visual inspection. The reported condition was confirmed during power on self-test. The assignable cause was due to depleted lithium battery. As a corrective action, lithium battery was replaced. No further action was required.